Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. Due to the handpieces condition we are unable to investigate the tighten assembly alert screen. The instrument was disassembled to inspect internal components. There was moisture evidence, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure error messages on generator show ¿tighten handpiece¿. Scrub nurse re- tried it a few times but the same error message continued to appear. It was unknown if the handpiece or disposable consumables were faulty at that time. Surgeons resorting to using diathermy. No patient consequences reported. One device will be returning.